Event description:
Facility reported an infusion pump with a failure code 570.it was not specified if this occurred while infusing on a pt. No pt injury was assoicated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographis medication involved and device programming was requested, but none was provided.